Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's related comorbidities. Patient's related comorbidities. The reported trauma to the driveline exit site likely contributed to the development of infection. There are patient factors that may have contributed to this event. Per the instructions for use (IFU): percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may contribute to the development of infection. Drive line infection, erosions, and other tissue damage are known potential adverse events that may be associated with the use of the device as outlined in the instructions for use (IFU). The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received from the clinical study database that the patient tripped and pulled the driveline cable on (B)(6) 2014 resulting in erythema and drainage at the driveline exit site. The patient did not report an elevated temperature. The patient subsequently reported to the vad coordinator in office on (B)(6) 2014. The patient was started on oral keflex 500 mg three times a day and wound cultures were sent. Wound cultures were positive for serratia. Keflex was switched to bactrim ds twice daily on (B)(6) 2014. The patient's localized wound care continued to be performed bi-weekly. Antibiotic therapy was discontinued on (B)(6) 2014 when the driveline infection was reported to have resolved.  Repeat wound culture was not indicated. The primary investigator reported that the event was unrelated to the hvad device.